Event description:
Complainant alleged that during incoming inspection of the product, a "cable fault" message appeared on the defibrillator's screen. The complainant indicated that there was no pt involvement in the reported failure.